Event description:
New information received notes lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 13.7-16.0cm from the electrode tip. The etfe coating was intact at the same location.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during patient follow up, externalized conductors were observed via x-ray. Patient was asymptomatic. No electrical anomalies were noted. Patient will be monitored.